Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter, other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient was having an elective back fusion surgery and the physician accidently nicked the catheter. Per the reporter, there was not a complete hole but the catheter was disrupted. The physician advanced the catheter into the intrathecal space further and now the damaged part was intrathecal. The physician did not see the catheter leaking before he had advanced the catheter. The physician was wondering if they should do a revision. No further complications were reported regarding the event.

Manufacturer narrative:
Device code (B)(4) should have been included on the initial MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-mar-2020 from a healthcare professional who reported that no additional actions/interventions had been taken. The status of the catheter was noted to be ¿functioning¿. No further complications have been reported as a result of this event.